Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with some atrophy and recurring incontinence. An artificial urinary sphincter (aus) revision surgery was performed and the pressure regulating balloon was removed and replaced to increase the pressure and help with incontinence. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.